Event description:
Healthcare professional reported a right side exchange with no complaint against the device. A different healthcare professional reported possible right capsular contracture baker grade unknown or possible rupture the device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. A different healthcare professional reported possible right capsular contracture baker grade unknown or possible rupture the device remains implanted.